Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 9:32 a.m. The meter result was 4.7 inr and about an hour later the laboratory result was 3.4 inr. The laboratory result believed and the patients warfarin dose was held for one day then resumed normal dose thereafter. The patients therapeutic range is 2.0-3.0 inr and tests every 2 weeks. The patient feels fine.

Manufacturer narrative:
The original serial number (B)(4). Documented in the initial report was not correct. The correct serial number for the coaguchek xs meter is (B)(4).

Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.